Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site. The cse checked the hydraulic tubing for leakage and adjusted the alignments of probes b and c on the affected sysmex ca-7000 analyzer. The cse ran a rack of patient samples to identify the cause of the discordant result and found no issues. The cse tested the affected analyzer and determined that internal quality controls and patient samples recovered with good accuracy and precision. The customer indicated that no other patient samples were impacted and the event is isolated to one patient sample on one sysmex analyzer. A siemens headquarters support center (hsc) specialist reviewed the previous year service history for this analyzer and determined that realignment of sample probe c potentially resolved the issue of the affected analyzer but cannot be confirmed as the cause of the discordant low result. The cause of the event is unknown. The instruments and reagent are performing according to specifications. No further evaluation of this device is required.

Event description:
A flagged high prothrombin time (pt) result was obtained on a patient sample on the sysmex ca-7000 analyzer. The same patient sample was rerun on an alternate sysmex ca-7000 analyzer, resulting lower. The discordant, falsely low pt result was reported to the physician, who did not question the result. The same patient sample was repeated on the initial sysmex analyzer, resulting higher than the pt result obtained from the alternate analyzer. The same patient sample was repeated on the alternate sysmex analyzer and another discordant, falsely low pt result was obtained. The same patient sample was repeated on an alternate bcs xp system, resulting higher than the discordant results obtained from the alternate sysmex analyzer. The result obtained on the bcs xp system was provided to the physician. The patient blood was re-drawn and tested on all three systems. The data for the redrawn patient sample was not provided by the customer but the customer estimated that pt results of 50 seconds were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low pt results.